Event description:
(B)(46 - it was reported by the consumer that the pronto m94 power wheelchair at start up would act as if it was out of neutral or in charge mode. There was no patient injury reported.